Manufacturer narrative:
Concommitant medical products: enlw1613c124e stent graft implanted: (B)(6) 2011, entf2828c70e stent graft implanted: (B)(6)2011, enew2020c82e stent graft implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device detected a supra ventricular tachycardia (svt) episode that the clinician suspected was a true ventricular tachycardia (vt) because during the episode, the patient was symptomatic. A new wavelet template was collected and the range was adjusted. The device remains in use. No further patient complications have been reported as a result of this event.